Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 the patient had been sick with an unspecified gastrointestinal illness for the past week and the patient¿s spouse was preparing to take him to the emergency department (ed) when she found him unresponsive. Emergency medical services (ems) was called and while waiting for ems, she gave the patient juice and crackers which were ineffective. Ems arrived, performed a bg which was 40 mg/dl while the cgm was 65 mg/dl. Ems administered 2 tubes of oral glucose. The patient remained unresponsive, was treated with IV glucose and after the IV glucose, he regained consciousness. Ems stayed with the patient until he stabilized. The patient was not transported to the hospital. The patient was unresponsive for approximately 30 minutes prior to regaining consciousness. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.